Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The event description revealed the broken im reamer to be the primary product. An inspection and a review of the DHR were not possible because the im reamer and the lot code were not available; the root cause of the breakage is unknown. The customer reported that the patient bone was very hard; it is possible that the reamer cutting edges got jammed within the bone marrow. Due to high torsional forces in clockwise direction or drilling in counter-clockwise direction the reamer was overloaded and finally the spiral material broke. High torsional forces and drilling in counter-clockwise direction are listed in the IFU as contraindications; furthermore the reamer shall be handled with care to avoid damages. No non-conformity identified.

Event description:
During t2 humerus nail surgery, a reamer shaft was broken when surgeon used it. The patient bone was very hard.

Event description:
During t2 humerus nail surgery, a reamer shaft was broken when surgeon used it. The patient bone was very hard.